Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observe locked angle mechanism issue could not be determined, however, the issue was likely due to and observed internal air/water leak from the forceps channel, resulting in the angle drive to become stuck due to corrosion. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection and the product instruction manual (cleaning/disinfection/sterilization edition), chapter 1 general guidelines. 1.4 general precautions'' states as follows: product instruction manual (operation edition) 3.3 endoscope inspection: inspection of bending mechanism; inspection of smooth operation; 1. Straighten the curved part. 2. Check that the ud angle release lever is in the free state. 3. Slowly move the ud angle lever in each direction until it stops, then return it to its original position, and check with your hands that there are no abnormalities such as roughness, rattling, or binding. Also, visually check that the curved part bends sufficiently and smoothly to the maximum angle of curvature. 4. Visually check that the curved part is almost straight when the ud angle lever is in the neutral position. Inspection of ud bending mechanism: 1.turn the ud angle release lever in the opposite direction to f symbol until it stops. 2.turn the ud angle lever in the "u" or "d" direction until it stops. 3.when you release the ud angle lever, check that the curved shape of the curved part is roughly fixed. 4.when turning the ud angle release lever in the f symbol direction without touching the ud angle lever, check that the curved part returns to an almost straight state. Product instruction manual (cleaning/disinfection/sterilization). 1.4 general notes: test the endoscope for leaks after each pre-cleaning. Do not use if water leakage is found. If you continue to use an endoscope that has leaked water, there is a risk that the endoscope will malfunction, such as the endoscope image suddenly disappearing or abnormalities occurring in the bending mechanism. There is also a risk of infection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope had an air/water leak. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found due to corrosion on the angle mechanism the bending section could not be controlled at all. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, the distal end had discoloration, the up/down plate was sticky, the universal cord was sticky, due to a dent on the channel tube the forceps could not be inserted smoothly, the light guide bundle was slipping down, and the control unit was sticky due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.